Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a nitroglycerin set with duo-vent spike ruptured. The rupture was observed in the part of the line which goes inside the infusion pump. This event occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing and clear passage testing were performed and revealed a hole between the tubing and bushing. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.